Event description:
It was reported that a malfunction alarm occurred. Customer stated the pump has been previously dropped. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. "Per the tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."